Event description:
On 10/28/1999, the account reported a negative testpack plus hcg combo result for a first morning urine sample. The account sent a serum sample to a reference lab and had a positive qualitative result. According to the account, the physical exam showed the pt was 3-4 weeks pregnant.